Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event. The date of issue is an approximation. At approximately 3:30pm, the patient passed out and was unconscious. The patient's wife arrived at home to find the patient unconscious and contacted the paramedics. Upon arrival the paramedics checked the patient's blood glucose (bg) and it read 23mg/dl. The paramedics administered the patient with glucagon from a tube that was prescribed by their physician. The patient did not recall how long the event lasted but started to feel better and was not transported to the hospital. Additionally, the patient stated that he had multiple ambulances/paramedic assistance during the 4 months that he was waiting for his transmitter to arrive. At the time of contact, the patient was doing fine. There was no allegation of malfunction against the dexcom system. The patient was not using the dexcom system at the time of event. No additional event or patient information is available